Event description:
It was reported that the customer's insulin pump had an air bubble in the reservoir. Blood glucose levels were not reported. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We there consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time insulin infusion pump, which is marketed in the united states.